Event description:
Information was received indicating that during the use of a smiths medical cadd legacy pump, the reporter indicated that the pump exhibited an error message and the error message only seems to stop when the batteries were removed and replaced. Subsequently, the patient switched to another pump to continue infusion and no doses were missed. No patient injury was reported. No adverse effects were reported.